Manufacturer narrative:
The cartridge was not sent back to animas for eval.

Event description:
The reporter contacted animas on behalf of her son (the pt) alleging high blood glucose levels. The reporter alleged that her son's high blood glucose levels were attributed to a black o-ring that came off an insulin cartridge. It is unclear as to what exact cartridge the pt was using during the time of concern. The reporter placed the o-ring back in place after it came off and then primed the pump. The reporter claimed that her son's blood glucose level reached "449 mg/dl." The reporter did not report any symptoms. A day after the reporter initially contacted animas to report the alleged issue, the reporter was contacted and she indicated that the pt's blood glucose returned to normal after site/set/cart was changed.